Event description:
It was reported that patient faced bent cannula upon removal event on (B)(6) 2026, which led to high blood glucose level that resolved with walking and routine supply change. No further information is available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.